Event description:
A tandem mobi cartridge alarm was reported during the load process, indicating a recurring issue despite following proper load techniques. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Tandem technical support assisted in troubleshooting the issue, but the cartridge alarm persisted. As a corrective action, technical support arranged for a replacement pump and original cartridge to be sent to the customer. Meanwhile, the customer switched to multiple daily injections to maintain insulin delivery continuity.